Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly. The stapler had two staples stuck in the mouth of the cover block. Upon functional testing, the trigger engaged, and three staples were released, all were fully formed. The stapler was received with 37 staples left in the cartridge. The device was disassembled, and the bottom component was observed to move near the front of the cover block when pressed inward, indicating an incomplete weld. Die casting anomalies on the forming tool were also discovered. Per DHR the product visistat 35w 6/box lot # 73l2300461 was manufactured on 11/14/2023 a total of (B)(4) pieces. Lot was released on 11/24/2023. A non-conformance was opened by the manufacturing site to evaluate the issue of wide visistat staplers failing to function properly due to staple misalignment. The probable root cause was identified as inadequate manufacturing controls surrounding the ultrasonic welding process of the bottom component to the cover block component. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn #: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".